Manufacturer narrative:
Section b1, g3, h4: correction. Section b5: additional information. Manufacturer's investigation conclusion: the report of pump stop events and low flow alarms could not be confirmed as the submitted log file only contained data from (B)(6) 2020, (after the patient¿s death). The report of a phase to phase short could not be confirmed through this investigation. The account reported that the patient experienced a pump off event on (B)(6) 2020, which lasted a few minutes. The patient had low flow alarms while at home and loss consciousness. Emergency medical services (ems) arrived. It was unclear if the pump was on or off at that time. The patient was clinically unstable and in cardiogenic shock. Ems did not perform chest compressions, despite being advised to do so by multiple physicians from the implanting center. Upon arrive to the implanting center emergency department (ed), chest compressions were started and the patient was in asystole. Upon interrogation of the device. An additional pump off event was noted around 20:00 on (B)(6) 2020. It was reported that the patient expired on (B)(6) 2020, and no autopsy was performed. The vad coordinator thought that the pump stops were potentially caused by a new short to shield. The submitted system controller log file, dated (B)(6) 2020, contained approximately 12 hours of data beginning on (B)(6) 2020 at 01:22:35. It was reported that the patient expired on (B)(6) 2020, and that the patient¿s controller was reconnected after the patient¿s death. All of the data from prior to the patient¿s death on (B)(6) 2020, was overwritten. It was later reported that the patient¿s controller was reconnected after the patient¿s death as the emergency department (ed) could not figure out how to silence the alarm and the family was brought back to be with the patient. An earlier log file download was not completed. The patient had no prior driveline issues. The vad coordinator reported that they believed that the patient¿s death was caused by an lvad malfunction phase to phase short. It was reported that no product would be returned for evaluation. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the hmii lvas IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii lvas patient handbook also provides a section on handling emergencies. The hmii lvas IFU states that changes in patient conditions can result in low flow, such as hypertension. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s controller was reconnected after the patient¿s death as the emergency department (ed) could not figure out how to silence the alarm and the family was brought back to be with the patient. An earlier log file download was not completed. The patient did not have previous driveline issues. It is believed that the patient death was caused by a phase to phase short left ventricular assist device malfunction. The product will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump off event on (B)(6) 2020 that lasted a few minutes. The hospital was not notified of this. Patient had low flows and loss of consciousness. Patient was clinically unstable upon arrival of emergency medical services and in cardiogenic shock. Emergency medical services did not do chest compression although they were advised to do so by multiple physicians from the implanting center. Upon arrival to the implanting enter emergency department, chest compression were started, patient was in asystole. Upon interrogation, an additional pump off event was noted around 20:00 on (B)(6) 2020 patient expired. Vad coordinator thought that it might be a new short to shield issue. Low flow and low voltage advisories were noted in the log file. No further information was provided.